Event description:
It was reported that during the implant procedure the physician experienced difficulty extending the helix on the right atrial (ra) lead. Once extended the impedance was greater than 1100 ohms. After multiple repositioning attempts and different locations, the pacing impedance measurement remained high around 1200 ohms. On the last attempt once the helix extended and measurements were taken, an x-ray was performed and noted that the helix retracted without any manipulation. Thus, this lead was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of pacing impedance high and visual inspection did not reveal any conductor issues. Analysis confirmed the helix difficulty noted in the field due to the helix housing being clogged with dried blood and body fluid.

Event description:
It was reported that during the implant procedure the physician experienced difficulty extending the helix on the right atrial (ra) lead. Once extended the impedance was greater than 1100 ohms. After multiple repositioning attempts and different locations, the pacing impedance measurement remained high around 1200 ohms. On the last attempt once the helix extended and measurements were taken, an x-ray was performed and noted that the helix retracted without any manipulation. Thus, this lead was attempted and not implanted. No adverse patient effects were reported. The lead was returned for analysis.